Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during interrogation on (B)(6) 2020, a pacemaker re-initialization was requested. After the re-initialization was performed, the physician performed manual sensing and impedance tests and no anomaly was observed. However, it was impossible to perform a manual threshold test and an error message was displayed. The same issue was observed during the sensing and impedance tests performed after. The pacemaker was re-interrogated and re-initialized again. A manual threshold test was attempted again and the same issue occurred: impossibility to perform a threshold test with an error message. On (B)(6) 2020, the same issue occurred: a re-initialization was requested upon interrogation and it was impossible to perform a manual threshold test. The pacemaker was re-interrogated and re-initialized again. Tests via smartcheck were performed and no anomaly was observed; impedance, sensing and threshold tests were performed without issue. After, a manual threshold test was performed successfully. Preliminary analysis confirmed that the pacemaker switched several times in standby mode on (B)(6) 2020. A hardware issue is suspected. Recommendations to evaluate pacemaker replacement were provided on (B)(6) 2020. Reportedly, the physician decided to keep the pacemaker implanted and perform a follow-up in three months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during interrogation on (B)(6) 2020, a pacemaker re-initialization was requested. After the re-initialization was performed, the physician performed manual sensing and impedance tests and no anomaly was observed. However, it was impossible to perform a manual threshold test and an error message was displayed. The same issue was observed during the sensing and impedance tests performed after. The pacemaker was re-interrogated and re-initialized again. A manual threshold test was attempted again and the same issue occurred: impossibility to perform a threshold test with an error message. On (B)(6) 2020, the same issue occurred: a re-initialization was requested upon interrogation and it was impossible to perform a manual threshold test. The pacemaker was re-interrogated and re-initialized again. Tests via smartcheck were performed and no anomaly was observed; impedance, sensing and threshold tests were performed without issue. After, a manual threshold test was performed successfully. Preliminary analysis confirmed that the pacemaker switched several times in standby mode on (B)(6) 2020 and (B)(6) 2020. A hardware issue is suspected. Recommendations to evaluate pacemaker replacement were provided on (B)(6) 2020. Reportedly, the physician decided to keep the pacemaker implanted and perform a follow-up in three months.